Manufacturer narrative:
Product analysis confirmed a malfunction related to the reported events. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent an unanticipated event. The ams700 device was visually inspected and functionally tested. There was a leak in both cylinders that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was consistent with explant (the device would not have functioned for its entire implant duration up to the reported events if the damage had been done during implantation) it will not be considered a probable cause for this event because it is a secondary failure. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The identified pump functional failures are the most probable cause for the reported events because an inability of the pump to transfer a sufficient amount of fluid and a greater required activation force could present to the patient as fluid loss when the patient is using the pump. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The product analysis did not confirm the allegation of fluid loss in the reservoir. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 720185-01 serial number: n/a batch/ lot number: 794343013 model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) is removal and replacement surgery because the device was not working due to a leak in the system in an unknown location. The patient had a good outcome. No more information is available. Relevant information will be provided if it becomes available.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 794343013, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) is removal and replacement surgery because the device was not working due to a leak in the system in an unknown location. The patient had a good outcome. No more information is available. Relevant information will be provided if it becomes available.